Manufacturer narrative:
Evaluation summary: the rf assure console was received, and an evaluation of the sample confirmed the reported issue of a false positive detection. The investigation isolated the failure to ferrite on the accessory port assembly. The ferrite was removed to address the condition of the device. Corrective actions have been implemented to prevent this issue through improvements to the design. No patient injuries have been reported as a result of this issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during testing, the device gave a false positive detection in which it gave a detection message when a sponge was not present. There was no patient involvement.